Event description:
The patient was hospitalized in another hospital on (B)(6) 2020 because of three weeks of fever, abdominal pain, nausea, and loss of appetite. A computed tomography (CT) scan of the abdomen revealed spleen and renal embolization and infarcts, possibly related to the infectious course as alterations of coagulation can often be present during infection. Abdominal CT was done on (B)(6) 2020 and there was hypodense and inhomogeneous triangular-shaped areas in splenic and renal parenchyma.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The cause of the infection was deemed to be the progression of a driveline infection reported in (B)(6) 2017 following an accidental pull of the patient¿s driveline (refer to MFR#2916596-2018-04646). The patient was ultimately transplanted on (B)(6) 2020. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists arterial non-central nervous system (cns) thromboembolism and various types of infection (local, driveline and pump pocket infection) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additional adverse events that may be associated with the use of the heartmate 3 left ventricular assist system can also be found in this section. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding, and lists thromboembolism as a potential late postimplant complication. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-00472. Related manufacturer report number #2916596-2018-04646. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was hospitalized again in (B)(6) 2020 after positron emission/computed tomography showed progression of driveline infection. The infection spread to the outflow and surrounding tissues of axial flow. The patient had slight leukocytosis (white blood cell count 13000). A swab of the cutaneous-mediastinal fistula and blood cultures confirmed staphylococcus aureus. A CT scan of the abdomen revealed spleen and renal embolization and infarcts. The patient was placed in emergency for heart transplantation, and transplanted on (B)(6) 2020. The pump was explanted but not returned.